Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, periodontal disease, peri-implantitis, pain, increased sensitivity, mobility - bridge with 5 variomulit ((B)(6) are same patient).